Event description:
A female received inomax at 5 parts per million (ppm) for the treatment of improving oxygenation in 2009. Inomax was delivered via inovent used in conjunction with conventional ventilator with the following settings: continuous, bi-level, positive end expiratory pressure (peep) 17, adult size nasal cannula, another co's rt210 patient circuit, fp mr850 humidifier, with device in normal mode. Two days later, the inovent device alarms "injector module failure" while in use with a high frequency oscillating ventilator. The injector module is replaced, in the process breaking the circuit and causing a drop in the patient's oxygen saturation to 69%. During this time, the inovent device alarms "service advisory". The patient is manually bagged for approximately 10-15 minutes prior to the device replacement with another inovent unit. After the patient was restarted on inomax, the patient's oxygen saturation improves and returned to baseline at 88-90%. The event resolved and the reporter deems it possibly related to inomax.

Manufacturer narrative:
Customer reported injector module (im) failure. Customer opened patient breathing circuit resulting in drop in mean airway pressure (map) and replaced the im. At this time, patient's oxygen (o2) saturation dropped. It is unclear whether the desaturation was a direct result of the im failure or of the loss of map from breaking the breathing circuit. The device then alarmed service advisory, so the inovent itself was replaced. With the new inovent in place, the patient's o2 saturation returned to baseline. Evaluation summary: the device was returned for investigation; however, the customer did not return the injector module (im). The alarm logs confirmed the service advisory occurred as a result of nitric oxide control board (nocb), software error. There, however, was no record of im failure and no other alarms were logged during the same boot-up as the service advisory. The nocb log did confirm that the im was removed. During service, neither the reported im failure nor the confirmed service advisory could be reproduced. The inovent passed all required testing and operated to manufacturer's specifications. The inovent device involved in the incident was investigated, however, the injector module, which was likely a contributing factor, was not returned with the inovent and, therefore, was not available for testing. We have been unable to duplicate the incident using another injector module. The inovent error log contained codes which indicate an error message was displayed which would be cleared by power cycling the device, as advised to the operator's manual. This was not done. Opening the high frequency oscillatory ventilation (hfov) breathing circuit would have been a contributing factor by virtue of the loss of mean airway pressure (map).